Event description:
(B)(4). Coil migrate to uterus, excessive loss of hair, migraines, depression, cysts behind uterus, benigne tumor in right ovary, cramps in ovaries, heavy menstrual bleeding, painful menstruation, abdomen inflammation, allergies.